Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the battery consumption rate was to fast during the transfer of the machine, and it did not meet the 60 minutes. In order to fix the issue, the fse replaced the batteries. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has no power storage, the ups battery is not available and the battery needs to be replaced. There was no patient harm reported.